Manufacturer narrative:
The device was not received for evaluation. Reference packaging subcomponents were reviewed. The device was used for treatment. This issue has been previously investigated and the polyethylene bag used to package this device has demonstrated a propensity to adhere to this implant. This issue has been previously investigated and as part of corrective action, a new supplier for the polyethylene bags has been selected and testing completed to ensure thermal reliability and stability of the new bags. This MDR was identified during an internal retrospective review to meet reporting requirements and therefore is being filed retrospectively. Device not returned.

Event description:
It was reported that the cpt stem appeared to have the outer wrap stuck to it when opened during surgery. There was a ten minute surgical delay and surgery was completed with another device.